Event description:
It was reported that high pacing lead impedance and noise were observed. The patient has no underlying rhythm, and due to his old age the device will be reprogrammed and the tachy therapies will be programmed off. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.